Event description:
It was reported by the affiliate that during a cholecystectomy procedure, at the beginning when activating the device on tissue, the handle broke. A second device was used and the same issue occurred. It was mentioned that the tissue was thick. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/01/2008. Damaged firing trigger teeth. Evaluation summary: two devices (a-b) were returned for analysis. Device a was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. The returned device was found to be non functional as the clamping and the firing mechanism were noted to be damaged. The device was disassembled to verify the condition of the internal components, the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. However, the returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. Device b was received with the anvil in the closed position and with a reload loaded in the device. The reload was received unfired. The device was noted to have the clamping and firing mechanisms damaged, no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke and firing trigger teeth were found broken. The reload was tested for functionality with a test device; if fired, cut and formed all the staples as intended. The instrument fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached as to how the yoke and firing trigger teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, if should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Additional information on device b. Batch #= d5hy00, expiration date: 04/2007. Manufacturing date: 04/2007. Results: damaged yoke and firing trigger teeth. Conclusion: damaged yoke and firing trigger teeth.